Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the endoscopic image of the subject device disappeared. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and the camera cable was damaged. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the event occurred because communication between the processor and the camera head was impossible temporarily due to a partial break in the cable. Although the product shipment records were confirmed, no abnormality was found in the product. The partial break in the cable is considered to have been caused by user handling.